Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow conduit misalignment was confirmed via the evaluation of the submitted photos. Additionally, the reported low flow alarms were confirmed from the evaluation of the submitted log files; however, a specific cause could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 20:57:02 to (B)(6)2021 at 9:53:12. Throughout the captured data, there were continuous captured events where the calculated flow was below the low flow threshold of 2.5 liter per minute (lpm), resulting in 256 low flow faults and 256 low flow alarms. There were no other abnormal captured events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The submitted controller periodic log file contained data from (B)(6) 2021 at 18:22:56 to (B)(6) 2021 at 9:21:20 with data extracted at 1-hour intervals. On (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 there were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 36 low flow faults and 34 low flow alarms. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The account submitted computer tomography (CT) and tee images. The submitted tee image appeared to show the inflow extension of the pump pointed towards the intraventricular septum. There were no other abnormalities found. The heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , was deactivated on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 03dec2018. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. Address: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's device had low flow alarms on (B)(6) 2021. The alarms did not resolve after blood pressure (mean blood pressure 77) and volume status management. Echocardiogram (echo) revealed pump malposition. The ejection fraction of transthoracic was 55% while the ejection fraction under the transesophageal echocardiography (tee) was 36-40% when the flow dropped to 0.7 liters, so the decision was made to deactivate the pump via percutaneous lead on (B)(6) 2021 due to cardiac recovery. Amplatzer vascular plug occluder was placed inside heartmate 3 outflow graft.